Event description:
A user facility reported to olympus that the evis exera iii video system center had a b30 error. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac explained to the customer that a b30 error is a communication error. Tac also instructed the customer to clean the scope connector pins, reseat the communication cable in the back of the cv190 and the clv190 and to power cycle the tower. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. B30 error occurs when communication failure occurs between the processor and the camera head. It is possible that the issue was able to be resolved through troubleshooting. Olympus will continue to monitor field performance for this device.